Event description:
During preparation for a pulse field ablation procedure, a farastar catheter connection cable was selected for use. The package was difficult to open, and while attempting to remove the cable, one end flipped out of the packaging and contacted a non-sterile surface. The device was considered contaminated and was replaced. The procedure was completed successfully with no patient injury or complications.